Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00557. It was reported that the patient's l2 lead had migrated. While explanting the l2 lead, the physician accidentally pulled the l1 lead out as well. As a result, both leads were explanted and replaced. Therapy was restored.